Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Date of event is an approximation. Patient reported experiencing a diabetic seizure due to "hypoglycemic awareness" medical condition. Patient's blood glucose (bg) value went below 30 mg/dl. Patient did not wake up that night. Patient's wife awoke the patient. The treatment given to patient is unknown. It's not known if this event occurred prior to, or during cgm use. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.